Event description:
It was reported, assessed patient's PICC line as it was reported as leaking during flushing. When flushed, there was saline pooling up under the dressing. PICC site cleaned per policy and slowly pulled out. A hole in the line was found after 2cm withdrawal. PICC line pulled. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.